Event description:
It was reported that prior to a replacement procedure due to advisory inclusion, this implantable pacemaker displayed a code 1003, indicative of battery voltage too low for the projected remaining capacity. The physician subsequently explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis.